Event description:
It was reported to philips that the system was tripping a breaker when starting, preventing a full boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) conducted an on-site visit and confirmed that reported malfunction. Upon troubleshooting, a power issue occurred while fixing the breaker. Fse collaborated with the dc team to resolve the power issue resulting in a successful ups boot-up. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.